Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-16247. It was reported, the pt lost stimulation coverage on her left side, and reprogramming was unable to resolve the issue. Diagnostic testing revealed no anomalies it was reported the pt was sent for an x-ray. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.